Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The distal end of the shaft was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the damaged instrument may occur due to over flexure of the loading unit while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-y-gastric bypass, there was a issue unloading the device, it was locked on tissue and the jaws were not opening. It was removed with the help of transection of surrounding tissue. There was tissue loss and tissue damage. There was poor staple formation and the central staple line was incomplete. The staple line was fixed with suture. Also the distal tip of the shaft of the stapler broke off and fell into patient's cavity. It was retrieved through grasper. There was a temporary injury on fundus of the stomach and jejunum which was managed by surgeon and this damage is permanent. The surgical time was extended by more than 30 minutes.